Manufacturer narrative:
Initial.

Event description:
It was reported that the user recently started on the ilet system and experienced hyperglycemia, with blood glucose readings of 393 on the ilet and 407 by fingerstick after eating when glucose was already elevated; no device leaks or tubing kinks were reported, and the user received education on the correction algorithm and expectations for regulation. Symptoms included hyperglycemia. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem could not be characterized due to insufficient information, and the specific device component involved could not be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.